Event description:
Procedure: low anterior resection. According to the reporter: surgeon over squeezed the handle, a tooth broke inside the handle then the device could not be opened or released from tissue. The surgeon removed the device by pulling it off tissue and in doing so may have torn tissue. Upon removal of the device, the staple line opened up and circular stapler was used to create the anastomosis. An endoscopic suturing device was used to purstring the open rectum. Abnormal bleeding did not occur. Or time was delayed approximately 1 hr. Pt was doing well and was still hospitalized one day post operative.

Manufacturer narrative:
Date initial report sent: 03/25/2008